Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states check for proper operation and upon triage the technician has found the component was physically burnt. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of a burnt component. The unit was triaged and the reported issue was confirmed. The fuse on the motherboard had blown. The fuse on the motherboard will open in order to act as a safety mechanism for the pump. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications.